Event description:
Healthcare professional reported ¿replacement due to rupture¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Clarification to reported partial implant date ¿ d6a: 2015. Clarification to reported partial onset date ¿ b3: oct2024. Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported ¿replacement due to rupture¿. Later healthcare professional reported "unspecified thyroid-positive neoplasm and masses/cysts". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture and cyst(s) was received on may 20,2026, with lot number 2676184. Per the investigation procedure, the device is analyzed through visual microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. - cyst(s): unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: b.5., d.9., h.2., h.3., h.6.